Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth- no complication') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy unilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: per summon: insertion date: july 2016. Complications during removal surgery: repeat/multiple surgeries. She had received treatment for event "migration". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ migration, pregnancy: birth- no complication, she did not undergo an essure confirmation test and device ineffective ¿were added. Reporter, demographics; essure indication (amended), essure insertion (updated)/removal date were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), device dislocation ('migration'), device expulsion ('migration of essure device location of device, essure coil (right): uterus') and pregnancy with contraceptive device ('pregnancy: birth- no complication') in an adult female patient who had essure (batch no. E01923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 5 ((B)(6) 2009, (B)(6) 2012, (B)(6) 2014, (B)(6) 2016, (B)(6) 2019). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines/headaches"), nausea ("nausea"), pelvic pain ("pain, pelvic area") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), removal of left implant: (B)(6) 2019, removal of right implant: (B)(6) 2019 and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, urinary tract disorder, bladder disorder, fatigue, gastrointestinal disorder, alopecia, hot flush, migraine and pelvic pain outcome was unknown and the dysmenorrhoea, nausea and headache was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: per summon: insertion date: (B)(6) 2016. Removal of left implant: (B)(6) 2019, removal of right implant: (B)(6) 2019. Complications during removal surgery: repeat/multiple surgeries. She had received treatment for event "migration". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: essure lot number, new events bladder or urinary problems or changes, device breakage, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition, hair loss, hormonal changes describe: hot flashes, migraines/headaches, migration of essure device location of device: uterus, nausea, pain, perforation (uterus), pain, pelvic area added. Outcome for the events headaches, dysmenorrhea (cramping) and nausea updated to recovering / resolving, medical history and concomitant medications added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), device dislocation ('migration'), device expulsion ('migration of essure device location of device, essure coil (right): uterus') and pregnancy with contraceptive device ('pregnancy: birth- no complication') in an adult female patient who had essure (batch no. E01923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 5 ((B)(6) 2009, (B)(6) 2012, (B)(6) 2014, (B)(6) 2016, (B)(6) 2019). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines/headaches"), nausea ("nausea"), pelvic pain ("pain, pelvic area") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), removal of left implant: (B)(6) 2019, removal of right implant: (B)(6) 2019 and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, urinary tract disorder, bladder disorder, fatigue, gastrointestinal disorder, alopecia, hot flush, migraine and pelvic pain outcome was unknown and the dysmenorrhoea, nausea and headache was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: per summon: insertion date: (B)(6) 2016. Removal of left implant: (B)(6) 2019, removal of right implant: (B)(6) 2019. Complications during removal surgery: repeat/multiple surgeries. She had received treatment for event "migration". Batch no: e01923, production date: (B)(6) 2015, expiration date: 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.